Event description:
Rec'd medwatch unexpectantly via fax from another div. Form indicates pt. Schedule for g-tube replacement. After removing g-tube from pt. Abdomen via traction method per dr. With moderate amount of tension the external bumper of the peg tube not present. Egd procedure done.